Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision on (B)(6) 2019 for cuff tear with humelock ii. Prosthesis was replaced by humelock reversed stem and cup. Primary surgery occured on (B)(6) 2018 to implant humelock ii prosthesis.